Event description:
The caller reported that after a routine tube replacement on (B) (6) 2010, the patient had respiratory distress at 2:45 am on (B) (6) 2010. It was reported that the patient had bad breath sounds and the ventilator was alarming. The patient desaturated into the 60s. The ventilator settings are unknown. It was discovered that the pilot balloon had failed and a kelly clamp was placed on the pilot balloon to maintain air in the cuff. The caller stated the patient required a non-routine replacement of the tube.